Event description:
During evaluation, the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor was found to be out of calibration. 'Loss of prime' warnings were confirmed in the pump history which could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.